Event description:
It was reported that the patient was referred for a vns generator replacement surgery with a possible vns lead replacement. Follow up by the manufacturer representative revealed that the reason for replacement was due to an empty vns battery, high lead impedance, and an increase in seizures. It was noted that the surgeon chose to see how the patient did without the vns as the battery was full depleted and that a replacement would occur if the patient's seizures worsened. The surgeon's notes indicated patient's sister reported that the patient experienced an increase in seizures. The patient was scheduled for a full vns replacement surgery as a result. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently left out information.

Event description:
It was reported that, despite the depleted battery and high impedance, there was no documentation regarding the patient's vns being disabled. It was stated that the vns remained programmed on as it was felt that the benefit would outweigh the risk.

Event description:
The patient underwent full vns replacement surgery due to high impedance and battery depletion. The explanted products were received by the manufacturer and are pending product analysis.

Event description:
Generator product analysis was completed. The reported increase in seizures could not be evaluated in the product analysis, or pa, lab. The end of service, or eos, message was verified and found to be associated with pulse disablement of the generator. The pulsedisabled byte would not reset and, therefore, system diagnostics and the fet could not be performed. With the case removed and the battery still attached to the printed circuit board assembly, or pcba, the battery measured 1.962 v, confirming the eos condition. There were no additional performance or other adverse conditions found with the generator. Lead product analysis was completed. The reported lead fracture was confirmed in the product analysis, or pa, lab. The increase seizures could not be evaluated in the pa lab; however, the observed discontinuity may have been a contributing factor. The lead assembly containing the electrodes was not returned and, therefore, a complete evaluation of the lead could not be made. A break in the marked connector pin quadfilar coil was observed and scanning electron microscopy, or sem, identified the area as being thin and worn, preventing identification of the fracture type with mechanical damage and pitting. Pitting was observed on the coil surface. A break was identified on the unmarked connector pin quadfilar coil and sem identified the area as having evidence of a stress induced fracture (fatigue) with mechanical damage, fine pitting on one, and evidence of a stress induced fracture (rotational), which most likely completed the fracture on two of the broken strands. Pitting and residual material was observed on the surface, indicating that stimulation was present for a certain period of time. Other than the observed fractures, the condition of the return lead portions was consistent with those that typically exist following explant.